Event description:
The following information was received from global pharmacovigilance (gpv) and is a solicited report by a nurse from (B)(6) of break in aseptic technique, exit site infection with culture positive for staphylococcus aureus and bacterial peritonitis with culture positive for staphylococcus aureus in a patient coincident with dianeal pd4 unknown bag and extraneal viaflex therapies. On an unreported date, the patient experienced a break in aseptic technique, described as did not clean area before starting pd. On (B)(6) 2010, the patient experienced an exit site infection and bacterial peritonitis, manifested by severe abdominal pain and cloudy effluent. The patient was hospitalized on (B)(6) 2010 and the peritonitis was considered serious. On (B)(6) 2010, the patient began treatment with vancomycin 2g ip stat, gentamicin 40mg ip stat and ciprofloxacin 500mg 2x/day orally. The patient was treated on (B)(6) 2010 with vancomycin 1g stat ip. On (B)(6) 2010, the patient was discharged from the hospital. On (b)96) 2010, the patient recovered from the event of bacterial peritonitis. The outcome for the events of break in aseptic technique and exit site infection were not reported. The root cause of the bacterial peritonitis was area not clean before starting pd and short cuts with dialysis routine. Dianeal and extraneal were ongoing. The nurse reported that the bacterial peritonitis with culture positive for staphylococcus aureus was not related to dianeal pd4 unknown bag and extraneal viaflex therapies. A causality statement was not provided for the events of break in aseptic technique and exit site infection positive for staphylococcus aureus.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The root cause of the reported condition of peritonitis is use error- poor aseptic technique.